Event description:
The manual resuscitation bag attached to the endotracheal tube would allow for inhalation but not for exhalation. When the bag was disconnected, a large amount of air escaped through the endotracheal tube. A new manual resuscitator bag was obtained and was noted to function properly to manually ventilate the patient.